Manufacturer narrative:
Additional information provided indicated that the edwards clinical specialist reviewed the images for this case while at the hospital. The following observations were made: the projection was that the right side of the heart was exactly over the left side of the heart. This was a subclavian approach. The wire was placed and bav was done. Once the commander was in the patient, the sheath slipped out of the subclavian artery and all devices had to be removed including the guidewire. After everything was placed again, the valve was placed and all looked fine. After the valve embolized, another 26mm sapien 3 valve was taken and implanted. All looked okay again but the valve embolized again. It was concluded that the wire was in the right ventricle and the valves were inadvertently deployed in the tricuspid valve, however, on imagery it looked like they were deployed in the aortic position. The doctors felt confident that they punctured the artery and not the vein. It is believed that the wire must have punctured the aorta above the annulus and entered the right atrium and passed through the tricuspid valve. It is unknown if the first wire position was in the left ventricle and if a bav was done in the aortic position. On imagery it all looked correct as if the wire was in the left ventricle and the valves were deployed in the aortic position. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the cause for the embolization into the right ventricle is not clear. The intended location was in the aortic position; since the valve was inadvertently positioned in the tricuspid valve, there was likely no calcium present for the valve to secure itself to, along with incorrect sizing (the valve was sized for the aortic position, not tricuspid). The cause for the incorrect deployment location is unclear; it is possible that the patient had a pre-existing undiagnosed asd, which provided an unintended pathway for the guidewire to travel through into the right ventricle. It is also possible that the vessel access was venous, leading to the right side of the heart and was not an arterial access as intended. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. Ref. Manufacture report number 2015691-2017-00997.

Event description:
As reported by the edwards european affiliate, a 23mm sapien 3 tavr was planned via subclavian approach in aortic position. Bav was done without issues. The sapien 3 valve was placed and deployed. However, per report, the valve ¿dislocated¿ and could not be seen. Another sapien 3 valve was deployed and the same event occurred. The patient became unstable and emergent thoracotomy was performed. Both sapien 3 valves were discovered in the right ventricle. The patient never recovered and expired. It is perceived from the implanting physicians that the guidewire crossed through the aorta into the right ventricle and not the annulus as intended. Note: this report pertains to the second deployed valve.